Manufacturer narrative:
Correction to h6; impact code, type of investigation, investigation findings, investigation conclusion. The 23mm sapine 3 ultra resilia valve was not returned for examination. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The following instructions were reviewed: commander s3/s3u/s3ur and the device procedural manual. Based on this review, no IFU training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The reported event of being unable to track the system through the anatomy was unable to be confirmed as the complaint unit was not returned and imagery was unavailable. Due to unavailability of the device, engineering was unable to be perform any visual, functional, or dimensional analysis. Therefore, a manufacturing non-conformance was unable to be determined. In this case, the reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency and was not confirmed through investigation. A review of IFU/training materials revealed no deficiencies. Per the event description, "during a tavr procedure, the patient was treated with a 26mm evolut and during post dilatation, the evolut valve embolized into the ascending aorta. The team felt that the evolut was in a stable position, and they decided to attempt to implant a 23mm sapien 3 ultra resilia. The 23mm sapien 3 resilia was prepped and inserted, while attempting to navigate through the evolut valve, the evolut valve began to move towards the ventricle. The operators paused and injected contrast through the pigtail. The injection showed that the evolut valve had indeed moved ventricular into the aortic root. It also appeared that there was a small dissection just ventricular to the bottom of the evolut. The team decided to abort the case." The IFU states, "patients with pre-existing prostheses should be carefully assessed prior to implantation of the valve to ensure proper valve positioning and deployment." In this case, the patient had an evolut valve that had moved ventricular into the aortic root causing a dissection. With this complication, the physician decided to abort the case and remove both valves. Interactions with the existing evolut would have caught onto the s3ur and caused difficulty with tracking the delivery system within the patient anatomy. In this case, based on the available information, patient factors (interaction with existing bioprosthesis) contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
The investigation is ongoing.

Event description:
During a tavr procedure, the patient was treated with a 26mm evolut, during post-dilatation, the evolut valve embolized into the ascending aorta. The team felt that the evolut was in a stable position, and they decided to attempt to implant a 23mm sapien 3 ultra resilia. The 23mm sapien 3 resilia was prepped and inserted, while attempting to navigate through the evolut valve, the evolut valve began to move towards the ventricle. The operators paused and injected contrast through the pigtail. The injection showed that the evolut valve had indeed moved ventricular into the aortic root. It also appeared that there was a small dissection just ventricular to the bottom of the evolut. The team decided to abort the case. The patient remained stable. The sapien 3 resilia, commander and esheath were removed and the patient was sent to the or for surgical aortic valve replacement (savr). The commander delivery system was discarded at the hospital.